Event description:
It was reported, the pt had turned his neck and the stitches opened, which were in the neck. It was reported, the leads could be seen within the wound. The pt contacted the physician and new stitches were placed. The physician noted the area was not healing well, but there were no noted signs of infection. It was also reported, the area has high movement, and the physician may refer the pt to a surgeon if the wound does not heal. The pt met with the physician and the site was reopened. It was reported some tissue was removed and the wound was closed again; the pt was placed on antibiotics. The pt reported postoperative pain at the wound site.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. The individual affected device (s) was / were removed from the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.